Event description:
It was reported the patient received the following results within 15 minutes: 48 mg/dl using his wife's aviva system and 234 mg/dl using his brother's aviva system. At this time, the user had hypoglycemia symptoms and was sweating, shaking, having tremors.

Manufacturer narrative:
This case with patient identifier (B)(6) (system 2) is related to case with patient identifier (B)(6) (system 1).

Manufacturer narrative:
Correction: this case with patient identifier (B)(6) (system 2) is related to patient identifier (B)(6) (system 1).

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.